Event description:
This patient experienced coronary aneurysm post implantation of a cypher stent. No clinical or procedural details were available. All that is known is that she had one cypher implanted in her left anterior descending artery (lad) and one cypher implanted in her circumflex. Over the next 2 years, she had chest pain and underwent diagnostic angiography twice; both were negative. Approximately 3 1/2 years post stent implantation, angiography was performed again; this time, the lad demonstrated aneurysm formation. A treatment plan was not reported.

Manufacturer narrative:
The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Coronary aneurysms are potential adverse events associated with coronary artery stenting. Review of the very limited information available does not make it possible to determine what factors may have contributed to the event.